Event description:
Post insertion of a ventricular catheter, no cerebral spinal fluid was visible. The catheter was removed and tested in saline. No saline flow was visible from the catheter after pumping. The catheter was replaced with a new one with no further incident noted.